Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing. No further information was provided.

Event description:
New information received indicates that the patient presented remotely via merlin.net. No intervention was performed. The patient was in stable condition.